Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute chest pain and st-segment changes in a patient after permanent his-bundle pacing pacemaker implantation. Jacc case reports. 2025; 30:103203. Doi: 10.1016/j.jaccas.2024.103203 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding his-bundle pacing (hbp). The authors described a patient who presented to the emergency department with persistent chest pain for the previous two hours. The electrocardiogram (ECG) showed marked st-segment changes. An acute myocardial infarction was suspected, and emergency coronary angiography was planned. The patient was treated with stent implantation following thrombus aspiration for a proximal lesion of the left anterior descending coronary artery with 99% stenosis, resulting in full coronary flow recovery and complete resolution of chest pain. The patient had a one-day stay in the intensive care unit and discharge after 14 days of cardiac rehabilitation. The lead remains in use. No additional adverse patient effects were reported.